Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported "pump does not alarm upstream occlusion." The device passed all occlusion testing and was found to be within specification.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105 during testing. It was also reported that there was no patient involvement.